Event description:
Caller reported that pump housing and usb port/ pins were damaged, impacting the ability to charge and causing the pump to shut down. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and provided instructions on using alternate therapy to maintain insulin delivery, as well as guidance on returning the damaged pump.